Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: 11aug2020.

Event description:
The customer reported a ventilator error on their philips v200 unit. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 21aug2020; b4: 25sep2020. The customer reported problem was that the philips v200 was delivering an abnormal tidal volume. The customer confirmed and duplicated the reported problem. The customer refused philips service and opted or a third party repair. Good faith effort were made to obtain more information regarding the repair of the device, however, this information was not able to be obtained. G4: 24sep2020; b4: 25sep2020. The customer has reported the repaired the unit via third party repair. The system has passed specified test and is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.